Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer that the insulin pump's battery cap was damaged. Customer stated that the battery cap is warped and she is unable to remove it from the device. Customer stated she does not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 34 mg/dl at time of reporting. Nothing further reported.